Event description:
A site infection occurred in the hospital four (4) days post whipple procedure 2005. The symptoms was a mild wound erythema. The patient was given antibiotics to treat the infection and went home. There is no information on the current status of the patient